Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed the voluntary user medwatch number is (B)(4).

Event description:
It was reported to boston scientific corporation that a y-mesh was used during an unknown procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the physician noted a defect in the mesh so it was removed from the patient. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a y-mesh was used during an unknown procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the physician noted a defect in the mesh so it was removed from the patient. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on march 14, 2016: the minor defect with the mesh was described as a small tear within weaves of mesh.